Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device product code kb5bckn, and no non-conformance's were identified. Additional information was requested and the following was obtained: yes, the procedure in progress has been stopped to allow recover the needle if the procedure was delayed? Yes. How long? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, no patient consequence. Was the patient treatment altered in anyway due to the prolonged surgery time? No.

Event description:
It was reported that the patient underwent a laparoscopy procedure on (B)(6) 2019 and suture was used. The needle pulled off during suturing the pyelo-ureteral anastomosis. The procedure was delayed for an unknown period of time to search for the needle. The needle was removed from the patient during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis an empty labeled winding former and a detached needle of product code z191, lot kb5bckn. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample.